Event description:
The customer reported leaking from reagent probe b on their unicel dxc 600 synchron system. The customer stated fluid was found in the reagent probe drip tray and reagent carousel compartment, the exact volume of fluid was undetermined. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the reagent probe b wash collar valve (solenoid valve) to resolve the issue. The beckman coulter internal identifier for this event is (B)(4).